Event description:
Customer stated that the device was smoking during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was unable to start and hence performance tests could not be performed. Internal components were evaluated which revealed the presence of corrosion on the rotor assembly and rear drill housing.